Event description:
It was reported that the right ventricular lead showed a loss of capture. The lead has been implanted for approximately four weeks. The lead remains implanted and no reported patient complications are noted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.